Event description:
Six (6) in a row failed g7 sensors. They failed in start up. Also my receiver was recalled and dexcom won't replace it. Refer to additional documents in i2k. Ref reports: mw5172378, mw5172379, mw5172380, mw5172381, mw5172382. Pt code: 4582. Device codes: 1420, 4042.